Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID: hh9020tdd lot# serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) and bupivacaine via an implantable pump for non-malignant pain. The patient reported that they saw a message that stated there was an error and to contact technical support. During the call patient tried connecting to the pump and reported getting lag on 91%. Agent assisted patient with clearing data. Patient reported getting stuck on searching for pump. Agent had the patient close the app and relaunch. Patient encountered not found (communicator). Agent had patient pull the top menu down and confirmed airplane was on so agent had patient disable it then ensured bluetooth and location was enabled. Patient closed the myptm app then relaunched then encountered not found a couple times but communicator appeared to have turned off while trying to connect. Patient was able to connect to the pump and see their lockout. Patient stated they needed their personal therapy manager (ptm) to work because of the rain. Patient stated their whole spine was full of metal and rods had come undone. Patient stated there was nothing more they could do for them except medication adjustments. Patient was unable to confirm the exact message they saw previously but stated there was a lot of numbers/data.